Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device but could not verify the reported failure. No malfunctions were observed. The third-party service agent observed proper device operation through functional and performance testing. After evaluation, the device was returned to the customer for use.

Manufacturer narrative:
Further investigation has determined that the customer was powering their device in the ambulance using an ac power adapter which is powered from a modified sine wave dc power inverter. The device operating instructions include the following warning regarding the use of the ac power adapter with a power inverter: ¿physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user¿s responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter.¿ although it has not been conclusively determined that the reported issue was caused by the vehicle inverter power, the customer has been advised to either switch to another type of inverter or to use standard battery chargers and have fully charged batteries available for their device.

Event description:
It was reported to a physio-control service representative that while the customer's device was used to monitor a patient in an ambulance, it powered off by itself. The device could only be powered back on after the batteries were removed and put back into the device. There was patient use associated with the reported event, however there was no negative outcome for the patient reported.